Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008, the patient presented with pre-op diagnosis of: 14 yrs status post l4-5 fusion. Adjacent segment degeneration. Severe spinal stenosis and lumbar . The patient underwent following operative procedures: exploration of precious l4-l5 fusion and removal of previous instrumentation l4-l5. Insertion nonsegmental instrumentation l3 and l4, laminectomy with bilateral foraminotomies of l3 to decompress cauda equina and nerve roots, posterior spine fusion l3-l4 utilizing local autograft bone and rhbmp-2 artificial bone graft. Per op-notes, ".. The previous hardware was stainless steel instrumentation, and this was removed utilizing appropriate instruments... Posterolateral region was carefully cleared of soft tissue including the lateral aspect of the superior facet of l3. The l3 transverse processes. And the previous l4-l5 fusion mass. The medium rhbmp-2 was reconstituted on the back table according to the manufacturer's instructions and adsorbed onto the sponge. When it had appropriately bonded. The wound was again approached. The wound was irrigated. A bur was used to gently decorticate the posterolateral region at l3 and l4 including the previous fusion mass transverse process on the lateral aspect of the superior facet. A bed was placed bilaterally of the patient's local autograft. The rhbmp-2 sponges were then wrapped around autograft, and these were placed bilaterally to effect fusion from l3 to l4. The 5.5-mm rod contoured into lordosis was then introduced into the screws. All fittings were tightened and torqued. .. The patient tolerated the procedure well. .." Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.